Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced. The patient did well after procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.1cm was returned for analysis. Internal insulation abrasion was noted at 10.7-12.4cm from the distal tip. The etfe coating was intact at this location.